Event description:
It was reported that the image from the colonovideoscope froze. The issue occurred during preparation for use for an unspecified diagnostic procedure, which was completed with the same device without any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, g3, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.